Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges permanently blocked nose despite medical treatment with dymista. The device was returned to a third party service center but has not been evaluated yet. The investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.